Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards field clinical specialist, during implantation of a 26mm sapien 3 ultra (s3u) valve in aortic position by transfemoral approach, the balloon of a 26mm commander delivery system ruptured at the final volume of inflation. Transesophageal echo images showed a symmetrically expanded s3u valve with no perivalvular leak, and mean gradient of 3 mmhg. The delivery system was removed successfully through esheath without difficulty. Examination of delivery system balloon showed longitudinal or lengthwise balloon rupture. All balloon material was accounted for. Physicians deemed no further intervention necessary. The patient had no known adverse events related to the balloon rupture and hemodynamics remained stable at baseline values. The patient had heavy leaflet calcium on the non-coronary cusp as well as significant bulky calcium at the level of the sinotubular junction.

Manufacturer narrative:
Updated h6- type of investigation, investigation findings. Corrected h6- investigation conclusions. The device was not returned for evaluation. The 3mensio report and procedural photos were provided and the following was observed: presence of calcification in the patient's stj. Longitudinal tear burst was confirmed. The complaints for delivery system balloon burst was confirmed by the provided imagery. However, no manufacturing non-conformance was identified during the visual evaluation. This event reports a balloon burst during thv deployment that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Therefore, it is not included in the risk management file. Edwards continues to monitor complaint history on a monthly basis. Therefore, the review of risk management file is complete, and no further action is required. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per customer report and 3mesio provided there was presence of calcification in the patient's stj and non-coronary cusp. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.